Manufacturer narrative:
(B)(4). Unable to perform the displacement test and the cap, reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, cracked battery tube threads, broken reservoir tube lip, fading serial number label and cracked case at battery tube side.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked, chipped off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.